Event description:
Related manufacturer reference number: 2017865-2023-94701. It was reported the patient presented to the emergency room due to inappropriate shocks received by the implantable cardioverter defibrillator. Interrogation of the device revealed the device incorrectly interpreted signals and the atrial lead over-sensed noise. Programming changes were implemented to address these issues. The patient was in stable condition.

Manufacturer narrative:
The reported field event of sensing anomaly and inappropriate shock could not be replicated in the laboratory. The implantable cardioverter defibrillator (ICD) was returned for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received indicates the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was in stable condition.